Event description:
Revision surgery at about 10 years from primary (the exact date of primary is unknown). The patient had pain and the x-rays showed osteolysis. The surgeon revised the quadra h stem, the head and the ceramic liner to quadra r, ceramic head and pehc liner. During the revision, the stem was not well fixed to the bone and come out very easily.

Manufacturer narrative:
Batch review could not be performed as reference and lot of the device is unknown. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed approximately 10 years after the primary total hip arthroplasty (tha). The patient reported pain, and follow-up x-rays revealed clear signs of implant loosening, including radiolucent lines and stress shielding. Aseptic loosening is a well-documented complication in the literature, often with multifactorial or unclear etiology. Even in this case, the precise cause of the failure remains difficult to determine based on the available information.